Event description:
A surgeon reported a pt experiencing positive dysphotopsia following intraocular lens (iol) implant surgery. The surgeon noted that on the tenth postoperative day, vitreous was noted in the anterior chamber coming around from an intact capsule. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/20/2010 and 10/21/2010 by phone, fax and mail. A completed questionnaire was received on 11/11/2010. (B)(4).